Event description:
Surgeon suturing vaginal cuff and endostitch suturing device malfunctioned with suture breaking and leaving needle in vaginal cuff. X-ray confirmed needle in pelvis. Surgeon elected to leave needle. Manufacturer notified. Abdominal x-ray revealed needle in pelvis.